Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported the patient presented for implant procedure. Prior to insertion, the atrial lead was tested and the helix would not extend. The procedure was completed with a different lead. The patient was in stable condition.